Event description:
A surgeon reported there was a loss of pressure of compressed air with the system during a procedure. The pt could not be operated on and pt impact is unk. Additional info was received from the doctor indicating the pt had been given general anesthesia prior to the surgery starting. Once it becomes clear that the system would not work, the pt was awoken. The surgery was performed the next day without any complications. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).